Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one integrity rx coronary bare metal stent to treat a very calcified lesion located in the distal circumflex (cx) artery. Negative prep was performed. The hoop was not flushed. It was reported that the stent was unable to cross the very calcified lesion and was removed from the patient. It was observed on removal of the stent from the patient that one of the struts was raised up. The procedure was completed by pre-dilating with a 2.5x15mm balloon and implanting another 3.0x15mm stent. No patient injury is reported.

Manufacturer narrative:
The device was inspected prior to use with no issues reported. The lesion was pre-dilated with a 2.5x15mm euphora balloon. No resistance was noted while the stent traversed the guide catheter. However, resistance was encountered at the lesion. If information is provided in the future, a supplemental report will be issued.